Manufacturer narrative:
(B)(4). Low blood glucose level: 213, 71.

Manufacturer narrative:
Per tandem¿s t:slim pump user guide: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Reportedly, the cartridge had scratches on it. Additionally, the contact believes the user was connected to the site during fill tubing. The user's blood glucose (bg) level was 50 mg/dl. The user addressed bg level by eating carbohydrates. A new cartridge was successfully loaded and insulin delivery was resumed. At the end of the report, the user's bg level increased to 70 mg/dl.